Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, screen went black while power cord still plugged in. Users not able to pull medications. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the screen went black despite the power cord remaining plugged in. A technical support specialist (tss) confirmed that the issue was resolved by customer by rebooting the system. The system functioned as intended after customer resolve the issue.